Event description:
The information provided by the distributor indicates: hospital name: (B)(6), surgeon name: (B)(6), date of surgery: (B)(6) 2013. Device malfunctioned during application. No adverse effect to pt; clinically relevant increase of the surgery time (40 minutes). (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix (B)(4)l checked the internal records related to the controls made on this specific lot before the market release. No anomalies have been found. The original lot, manufactured in 2010, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the sixth complaint notified from this specific device lot. As soon as the product involved is returned, an analysis on any similarities and trending will be performed. Technical eval: the device involved in this event has not yet been received by orthofix (B)(4). Orthofix (B)(4) is strictly in contact with the local distributor to have the device concerned. The technical eval will be performed as soon as the device becomes available. Medical eval: the information available on the case was sent to our medical evaluator. A preliminary medical eval was performed and will be finalized once the results of the technical eval will be available. Orthofix (B)(4) has requested further information on the event such as copy of operative report and copy of the pre and post-operative x-rays to finalize the medical eval. Unfortunately, this information has not yet been made available. As soon as further information will be available, orthofix (B)(4) will provide you with a follow-up report. Orthofix (B)(4) continues monitoring the devices on the market.